Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve-in-valve procedure in the aortic position with a 26mm sapien 3 ultra valve in a non-edwards surgical valve, after valve deployment an angiogram was taken, a central aortic insufficiency (ai) was noted. The team then decided to perform a valve-in-valve with 23mm s3u valve. The second valve was placed within the 26 s3u with no complications and no leak. The outcome of the procedure was reported as good. Per fcs, the team believed the ai was central due to the under expansion of the 26mm s3u valve in the surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as relevant imagery/ medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. In this case, the central regurgitation was due to the under expansion of the 26mm sapien valve in the surgical valve. Under-expansion can prevent the leaflet from proper coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors such as the under-expanded transcatheter heart valve (thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. Therefore, no corrective or preventative actions nor product risk assessment escalation is required at this time.